Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has fluid damage through balloon port.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4,d9,g3,g6,h2,h3,h4,h6(type of investigation,investigation findings,component code,investigation conclusions),h10,h11. Corrected fields - d5,e2,e3. A getinge field service engineer (fse) evaluated the unit customer reported machine was not working and had fluid damage. After inspection, I determined that fluid entered through the catheter port of the machine. This was not blood. It looked to be a medicine type substance. The customer is not aware how this happened.replaced the solenoid control pcb, the power management pcb, the motor control pcb , the pneumatic module assembly, and the batteries. The fse performed a full pm. The unit passed all tests and was returned to the customer for clinical use.

Event description:
N/a.